Event description:
It was reported that multiple occlusion alarms occurred. Customer changed the infusion set and cartridge to resolve the blockage. Customer's blood glucose was 270 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.